Manufacturer narrative:
Date sent to the FDA: 11/12/2020 . Additional h-3 summary: only pictures were returned for analysis. Upon visual inspection of the pictures, suture pieces damaged could be observed. However, no conclusion could be reached as the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/09/2020. Additional information was requested, and the following was obtained: I really wish I could find a place to test these "suture like material." I definitely don't want to come across as accusatory, especially if not suture material. To me it looks like it... I was told possibly plant like material, but you can wash these things. My current surgeon retrieved the ovary remnant from another surgery- surgeon. The op report from my first surgeon, mentions v cup of care was sutured to my cervix... I am going to bring to stanford in hopes of having them run some kind of test. The following information was requested, but unavailable: does ethicon have your permission to contact your doctors/surgeon(s), in the event ethicon would like to contact your surgeons for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor/surgeon¿s names and their email/address/phone/contact information. If in your possession, may we have copies of your operative report and medical records related to this reported event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your doctors/surgeon(s), in the event ethicon would like to contact your surgeons for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor/surgeon¿s names and their email/address/phone/contact information. If in your possession, may we have copies of your operative report and medical records related to this reported event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date sixteen months ago and unknown suture was used. It was also reported that the patient experienced sepsis, abscess and fistula. Additional information has been requested.